Manufacturer narrative:
On 04/05/2017 aso has not received additional information from the consumer about the product for testing investigation. Aso has reviewed records of biocompatibility tests and latex screening on adhesives. Refer to this report for further details. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. No information about samples.

Event description:
Consumer stated that product gave her a rash.